Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital, there were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, stopper pop off was seen in one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected information. Imdrf annex b grid: b03 investigation summary: bd received one (1) photo and six (6) samples for investigation. After review and analysis of the customer photo, the reported defect was not observed. A visual inspection was conducted on the six (6) returned samples and 30 retained samples for improper assembly, and all samples passed the inspection without any failures. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 4184147, for the indicated failure mode: improper assembly. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, stopper pop off was seen in one (1) tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received one (1) photo for investigation. After review and analysis of the customer photo, the reported defect was not observed. Additionally, 30 retained samples were visually inspected for improper assembly, and none of the samples exhibited any failure due to improper assembly. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 4184147, for the indicated failure mode: improper assembly. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, stopper pop off was seen in one (1) tube. No adverse impact was reported regarding the patient or user.